Manufacturer narrative:
D4: UDI number: this product code is not required to be registered with the FDA. H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection found that the actual device had been fractured at approximately 90mm from the distal segment. The fractured segment and the main body were measured and it was determined there is no missing portion on the actual sample. Magnifying inspection of the fractures revealed that the urethane layer had become thinner toward the fracture end, where the core wire was found to be exposed. Electron microscopic inspection of the fracture revealed the generation of some creases on the surface of the urethane layer. The outside diameter was measured on the undamaged urethane-layer segment and confirmed to meet manufacturing specification. The kink resistance on the undamaged segment was confirmed to meet manufacturing specification. Electron microscopic inspection of the core wire revealed the generation of a dimple pattern on the fracture cross-sections. There were no anomalies observed which could be a trigger of the generation of the fracture. Functional testing was conducted. A product sample was subjected to repetitive bending forces at a 90-degree angle until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that a dimple pattern had been generated on the fracture cross-section surface. The state of the fracture was observed to be very similar to that of the actual sample. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "manipulate the guide wire m slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Improper manipulation of the guide wire m without fluoroscopic confirmation may result in vessel perforation. - do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m." A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Though the exact cause cannot be definitively determined based on the available information, it is likely that the actual device was subjected to repetitive bending forces and metal-fatigue occurred at the bent segment, resulting in the fracture of the core wire. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the glidewire gt device had fractured during a procedure. Follow up communication with the user facility confirmed the following information: the actual sample fractured inside the microcatheter used in combination with it and without any significant resistance; it was reported that the device had been used for three hours in a severely tortuous vessel when it became fractured; the fractured segment was taken out of the patient; and it was reported that the patient was not harmed.